Manufacturer narrative:
This report is for the same event as manufacturer report 2937094-2018-00819.

Event description:
It was reported that during a prostate treatment procedure, the first fiber was replaced because the metal hub detached from the fiber when used at (B)(4) and 8:45 minutes. A second fiber was utilized to continue with the case; however, the same issue occurred at (B)(4) and 17:13 of use. The tip of both fibers were cleaned during procedure. The reported event had no consequence to the patient. A third fiber was used to complete the case. This report is for the second fiber.

Manufacturer narrative:
Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and were not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.